Event description:
The customer stated that she was hospitalized for high blood glucose. The customer reported a blood glucose reading of 254 mg/dl during the phone call. The customer stated that she tried treating with boluses, but the insulin pump didn't seem to be delivering. Troubleshooting was performed and the insulin pump passed the leadscrew test. The customer also stated that some of the segments of the time are missing on the screen. Advised the customer that the insulin pump should be replaced due to the missing segments. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.